Manufacturer narrative:
H10, h3, h6: we have now concluded our investigation for the complaint received. A review of the batch manufacturing records could not be performed as no part or lot numbers were provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. A complaint history review was carried out across all pico products, there have been further complaints reported with this failure mode in the past three years. The device was used for treatment. The returned device underwent a product evaluation. An initial visual inspection did not identify any issues. When fresh batteries were inserted, all indicator lamps were solidly illuminated and no negative pressure was generated. This showed that the device had entered a non-recoverable error state and confirmed a relationship between the event and the device. Device performance data shows the device ran for 54 hours, consistent with the event information provided. Device performance data suggests that a sudden pressure drop followed by the pump consistently trying to re-gain negative pressure wound therapy caused the device to enter an error state. This was likely caused by an external pressure source, e.g. The device was removed without pressing the standby button first. If the pump does enter an error state, it must be replaced. This is a patient safety feature. The most probable root cause was determined as user variance. No further actions by smith + nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that while using a pico pump, on the day 2 post application patient complained of strange noise from pico. The midwife examined the pico and said while there appeared that there was a good seal and fixation strips were in place when she checked the batteries the same noise continued. She changed the batteries and all four lights appeared as displayed on the model. Batteries were changed but all lights continued. No patient harm reported.